Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user and his family called to report that he developed irritation under the tape collar that caused a decrease in wear time. After seeing the local woc nurse, they contacted his dermatologist who prescribed oral diflucan 3 day dose. According to the reporter, the condition worsened, extending circumferentially around the stoma, outside of the tape collar and down to the abdominal skin fold where it meets the leg on the right side. The skin is weeping, affecting wear time, sometimes requiring daily changes. It was further reported that the nystatin has been a part of the end users' regular routine for many years and was not prescribed for this event.